Event description:
Instrumentation lab received a notification from (B)(6) on (B)(6) 2008 that a possible drug interference occurred involving a pt on cubicin (daptomycin for injection) therapy. The reagent used by the hosp lab was recombiplastin 2g. Please see MFR report #(B)(4) for complete details of the problem description.

Manufacturer narrative:
No adverse event based on the event description received through the pharmaceutical MFR's (B)(4) medwatch report (reference MFR report #(B)(4)). No malfunction based on internal testing of identified product lot of hemosil recombiplastin 2g (pn:0020003050, lot#:n1175214), which does not indicate interference up to the expected peak dose for cubicin (75ug/ml). Based on the internal testing performed, this appears to be an isolated anomaly specific to this pt sample. No remedial action is intended.